Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per surgical technique, insert the coracoid button through the clavicle and coracoid tunnels. Light taps on the inserter handle can aid in advancing the button through the tunnels. Fluoroscopy can be used to confirm the implant is properly deployed through both tunnels. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was provided on (B)(6) 2024 when the sales representative stated that the buttons had come off both devices pre-maturely. They were able to retrieve them. They used the drill that came in the kit to prepare both bone tunnels. The patient had good bone quality they used a cerclage fiber tape suture to proceed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/13/2024, it was reported by a sales representative via sems-(B)(4) that an ar-2658tr suture anchor and an ar-2372blo knotless ac tightrope® open repair implants buttons popped off of the inserter and they weren't able to screw then back on. This occurred during an ac joint repair on (B)(6) 2024.